Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system exhibited high ma errors during a pt procedure. This event may have resulted in an aro (accidental radiation occurrence). No pt death or serious injury was reported related to this event.